Event description:
It was reported that, after a tka surgery using a lgn xlpe ps insert sz 5-6 15mm the patient had an infection. It is unknown how this adverse event was treated. Patient condition is unknown.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, the requested surgical records and x-rays have not been provided, therefore, a thorough medical assessment cannot be rendered. The patient impact and clinical root cause of the infection and revision cannot be determined. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. No further assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.